Manufacturer narrative:
Product ID 3889-28, lot# va13azu, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. All codes are being re-submitted following this new information. Anything not included here no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the lead being fractured during explant was unclear, but they were given misinformation. It was reported that the sheath separated from the lead, but the physician was able to remove the lead completely from the patient. Radiology was incorrect in their interpretation of the x-ray; confirmed by two healthcare providers in the office. It was clarified that the patient does not have a fractured lead in their body. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va13azu, implanted: (B)(6) 2016, explanted: (B)(6)2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the system was removed in order for the patient to have a full body MRI, but the lead was fractured during explant and a portion remained implanted. They inquired if there was a specialty that would be better suited to remove the fragment, so information was reviewed. No further patient complications are anticipated or expected as a result of this event.